Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smartpass feature programmed itself off due to low intrinsic amplitudes. There was some undersensing with the reduced amplitudes. The sensing vector was set to the alternate vector. The doctor is considering replacing the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.